Event description:
An eye care professional report that a pt had been wearing focus night & day lenses for 27 days continuous wear. Pt awoke in 1/2004 with mild discomfort in their right eye and five days later. Slit lamp exam revealed small central ulcer at pupillary margin with grade 2+ injection 360 degrees. No anterior chamber reaction occurred. No culture was performed. Treatment begun with ciloxan q.h. For 1st 24 hrs, then tapered to a.2.h with follow up scheduled for 1/2004. Visual acuity reported as 20/20 prior to event and 20/25 at this visit. Several attempts have been made to obtain add'l info. Final resolution is unknown. No further info is available at the time of this report.